Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 20 mg/ml for a total dose of 14 mg/day and bupivacaine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the pump was alarming and shows a motor stall occurred on saturday (B)(6) 2017 and has not recovered. The patient began to hear the alarm on saturday (B)(6) 2017 and saw their managing healthcare professional (hcp) today ((B)(6) 2017) for symptoms of acute withdrawal. The patient reported no exposure to magnetic resonance imaging (MRI) or other magnetic fields. Hcp interrogated the pump on (B)(6) 2017 and verified the motor stalled on saturday (B)(6) 2017, and that the stopped pump has exceeded tube set message occurred. The hcp placed the pump into minimal rate mode and silenced the alarms. The hcp was planning to have the pump replaced by a neurosurgeon as soon as possible. It was noted that the issue was not resolved at time of report, and the patient's status at time of report was alive-no injury. It was noted that they are planning to replace the pump and to send the old pump back for analysis. The replacement date was unknown at this point and will likely take a few weeks to get scheduled. The pump at time of report remains implanted. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. The manufacturer representative had no further information. The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the healthcare professional (hcp) wanted to replace the pump but they were dealing with insurance issue first. It was noted that the manufacturer's representative's colleague met with the patient that day (B)(6) 2017 and already reported the pump stalled for 48 hours and then recovered (note this is conflicting with the previous report which indicated that the pump was stalled for over 48 hours). It was indicated that there was no explanation for the stall as it was confirmed that there was no MRI. Information was requested regarding if the pump could be used again if they were to take it out of minimum rate (which was the mode the pump was currently placed at). It was reviewed that the hcp could put the pump back to the therapeutic dose. Concerns around the potential for the motor stall to occur again were also reviewed. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event.

Event description:
Additional information was received on (B)(6) 2017 from a consumer via a company representative. Per the patient, at the time the motor stall occurred, she was sleeping. When she went to the bathroom, she started hearing the alarm. The pump logs indicated that the pump motor stall occurred on (B)(6) 2017 at 03:27 with a motor stall recovery on (B)(6) 2017 at 18:17. The pump was currently delivering bupivacaine (15 mg/ml at 0.088 mg/day) and dilaudid (20 mg/ml at 0.118 mg/day). The patient had no symptoms on (B)(6) 2017.